Event description:
It was reported that there was "a problem with the pump" and that the "catheter was not placed correctly and it doesn't work". The reporter stated that the catheter "comes in and out of place 50% and works for 50% of the time". The reporter stated that the pump had not been working for "the past several months". The reporter wanted the pump fixed and stated that it was "not working properly". The reporter stated "it was a horrible surgery" that the patient had to endure to have the pump work properly and it had "endangered his life". The pump was last refilled a month or two prior to the report. The healthcare provider told the reporter to wait and see if it kept happening. The reporter wanted someone to respond appropriately. The reporter stated that it did appear that there was a problem with the catheter system and wanted a surgeon who could replace the catheter. The device system was used to deliver baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8731sc lot# serial# (B)(4), implanted: 2011 (B)(4), product type catheter. (B)(4).

Event description:
Additional information was received and it was reported that the patient never had therapeutic effect. The pump was explanted last february because it wasn¿t working for him. The pump never functioned properly and it went undiagnosed; the patient was overdosed and underdosed. Even with a high dose the pump wasn¿t working. The patient was having ¿crazy symptoms¿ for 8 months. The patient was repeatedly told there was nothing wrong with the pump.